Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient underwent left upper arm PICC catheter placement on (B)(6) 2025. Radiography confirmed catheter placement. On the second day post-placement ((B)(6)), infusion obstruction occurred, manifested as the infusion pump continuously reporting a ¿blockage¿ alarm. Clinical examination revealed adequate external fixation of the catheter, and successful blood aspiration was achieved. However, the patient simultaneously reported pain in the arm where the catheter was placed. Blockage alarm occurred on the second day post-placement despite unobstructed blood return. Chest x-ray findings: the distal end of the left deep vein catheter projected at t5/6 level, approximately within the upper segment of the superior vena cava. Initial management: blood return was obtained upon PICC aspiration; flushing frequency was increased. No additional information has been provided.